Manufacturer narrative:
Per (B)(4). Initial report: additional information including: confirmation of the device lot code. What device was being used alongside the rasp when the spigot broke. How was the rasp eventually extracted from the femoral canal? Was the rest of the surgery carried out as planned? Has been requested. The reporter confirmed that the femur was broken in order to remove the rasp, however, the device lot codes have not yet been received. Upon receipt of the device lot codes the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. Submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trifit ts rasp spigot broke during surgery. The procedure was delayed and the femur cut to remove the rasp